Manufacturer narrative:
Four devices were returned for evaluation and are not identifiable to batch and as such, they were investigated together. Two devices had the distal tip broken and were still on the insertion device. The other two had the distal tip broken and the piece was missing. The complaint mode was visually confirmed for breakage. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. No root cause related to the manufacturer of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During rotator cuff procedure it was reported that the surgeon experienced the immediate breakage of the anchor though the site was prepared correctly. Reportedly, all the pieces were removed from the patient. There were no reports of patient injuries or complications. Device was received (B)(4) 2013 with pieces missing.